Manufacturer narrative:
Per tandem's t:slim pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Additionally, the t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl. Reportedly, the customer had active insulin on board (iob), and chose not to enter a bolus for the 40 grams of carbohydrates consumed. However, the customer reported that a bolus should have been delivered to cover for the 40 grams of food even though it was not needed at the time of the event due to having iob. Additionally, the customer was using apidra insulin in their cartridges. Tandem technical support educated the customer on the bolus calculations of the pump. The customer declined further follow-up from tandem technical support to ensure bg level returns to target range.